Event description:
This blood pump tubing portion was cut during dialysis treatment. At some point during the treatment one of the tubing guides, white cap popped off. Under the cap is a very sharp post where now the tubing is moving around without being guided on that side. The previous tubing guide design was much stronger and did not come off.